Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the midsection to proximal end lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jan2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to angulation and calcification. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a stent damage.